Manufacturer narrative:
Tw#: (B)(4). Updated sections: b4, b5, d9, e1 email, g3, g6, h2, h3, h6, h11. A lot history record review was completed for lots: 3000521992, 3000521907, and 3000518872 the last (B)(4) lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during the procedure a metal piece sticking out of the side of the vasoview hemopro 2. Malfunction was noticed due to the fact they could not insert it into the cannula. The device was not in the patient. A new vasoview hemopro 2 device was used and the procedure was completed successfully. There was no injury, no adverse event.

Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6) health system. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during the procedure a metal piece sticking out of the side of the vasoview hemopro 2. A new vasoview hemopro 2 device was used and the procedure was completed successfully. There was no injury.